Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿upon f.I. Evaluation, the investigator found the unit had a blank screen.¿. The unit was triaged and the reported issue was confirmed. Most likely, liquid ingress caused the pcba to corrode, and is the result of customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. A device history record review was performed by (B)(6) on (B)(6) 2016. The unit was manufactured in 2007. A review of the device history record shows this device was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 5/4/2017.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage, on (B)(6) 2017, service found that the unit had a blank screen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.